Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. However, device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test. The asr exemption e2015043 was revoked on (B)(6) 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and diminished battery life. The insulin pump will not be returned for analysis.